Manufacturer narrative:
The pump logs were reviewed from (B)(6) 2023 to (B)(6) 2023.on 23rd of june there were four entries of n230(proximal air total) followed by n101(no action alarm) from 14.54 to 16.15, one entry of n190(negative proximal occlusion a delivery) at 12.56 and one entry of n192(distal occlusion) at 12.44 in log. The following was noted in the ¿as found condition¿: device is in good general condition. The device passed inspection and all pvt tests without any issue. The device was run-in at customer setting (rate: 21ml/h, vtbi: 500ml) at 9.50am/(B)(6) 2023. The device completed run-in at 9.34am/(B)(6) 2023 (23.44hrs). The plunger calibration was verified, and no issues were found. Summary of log review: engineering evaluates from the logged data, that while it is possible (but not confirmed) that one of the bags emptied about 4pm as indicated by customer report, the pump was delivering accurately as programmed within design tolerance. The volume logged as delivered from each bag was not sufficient to empty either bag of the volume programmed for each infusion. It is not possible to confirm from the logs what volume was actually present in each bag at infusion start. There was also no indication found in the logs relevant to customer¿s report of the pump not being calibrated. The complaint could not be confirmed. The complaint was not confirmed upon testing/log analysis also the device was functional as per technical service manual (tsm) specification, so no fault found.

Manufacturer narrative:
See section h6 health effect clinical code field for corrected information.

Event description:
The event involved a plum 360¿ sistema infusionale compatible con ICU medical mednet¿ software. The reporter stated that on this pump, a patient received a potassium infusion 80meq (diluted in 500ml of physiological solution set) at 21 ml/h by the previous shift colleagues beginning at 2pm. This hydration-type of infusion ended (or nearly ended) at 4pm (therefore after only 2h) instead of 24 hours later as intended. The patient experienced a burning sensation in the chest with pain/tightness (and the customer alleged a risk of acute mi). An ECG, blood chemistry panel and ega were ordered and performed, and hemodynamic monitoring was set up for the patient in continuous pharmacological therapy (lasix, calcium)¿. The pump displayed error code "volumetric pump not calibrated" near the time of the event. The complainant reported an unspecified adverse event/human harm, a delay in critical therapy, and a need for medical intervention; however, it was reported that the patient did not expire. The event did not prolong the hospital stay for the patient and the patient was discharged without long-term complications. The device was operating on dc (battery) power and did not sound an audible alarm during the event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.